Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: a visual inspection: of 02.224.224 : the lcp dhs® plate presents no damage., 280.100: positioning groove is slightly expanded and damaged; some dents visible on the inner side of the groove. Device history records was conducted and no manufacturing related failure could be detected. Dimensions: 280.100: can not be verified due to the damage and the type and extent of damage incurred indicate that this complaint was caused by wrong handling. There is no indication for material or design related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that lag screw was too big for the plate. The surgeon attempted to insert another plate over the screw, but yielded the same result. A thirty (30) minute surgical delay was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: august 21, 2014 - expiry date: august 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.